Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with fluid ingression by the downstream occlusion (dso) sensor seal and the usb port. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that fluid ingression and contamination were the causes of the reported issue. Service will replace dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information received a smiths medical cadd solis vip 2120 had alarms cassette not attached properly. No patient adverse events reported.